Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure. The procedure was completed successfully on the same table; the issue was that it was hard to move the table using the mushroom because the brakes were dirty and not engaging properly. The philips field service engineer (fse) inspected the system onsite and found that the system had geometry issues. Upon troubleshooting, the fse reseated connections on the geo and imaging modules and checked the speed controller, but the "motorized movement unavailable" error persisted. Review of the log file showed a sib gencan error due to a defective ui module; the speed controller in the control room was not detected. To resolve the issue, the fse replaced the geometry module. The defective geo module was returned to philips for failure analysis, and the cause of the geo module failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the geo module by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned. The procedure was finalized without delay on the same system, and it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the user interface modules were defective which was preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.